Event description:
Same as MFR report # 6000089-2007-01587. Same as MFR report #. 6000089-2007-01588. Event determined to be reportable based on analysis approved 13 dec. 2007: it was reported that during a vena cava stenting procedure, the stent would not deploy. The procedure was being performed to dilate an area of the non-tortuous superior vena cava narrowed by the presence of a tumor located on the right side of the vein. Another MFR's 5mm balloon catheter was advanced for pre-dilatation of the lesion. The wallstent 16mm x 60mm stent delivery system was deployed, however, following post-dilatation, the stent migrated so that only the proximal portion of the stent remained in the lesion. In an attempt to secure the stent by trapping the stent with a second stent, the physician advanced a wallstent 24mm x 45mm stent delivery system; however, the stent was unable to deploy. The stent remained on the stent delivery device and the physician was able to successfully remove the device from the pt. A wallstent 24mm x 70mm stent was successfully deployed to trap the migrating stent. The procedure was completed and the pt's status was reported as "ok". Analysis revealed stent damage.

Manufacturer narrative:
Initial examination of the returned device noted that the shaft of the device was kinked at 30mm distal to the t-bar connector. The kink was consistent with the end of the stainless steel shaft. It was noted that the distal end of the device was curved in appearance. It was possible to deploy the stent without any issue noted. Examination of the deployed stent noted that some of the distal stent wires were uncrossed and damaged. The mfg records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage can be attributed to handling damage.